Event description:
Approximately 1 year(s), 4 month(s) and 16 day(s) post-operative of a right tsa, the patient presented with a stiff shoulder. The patient complains of continuous pain in the right shoulder. They received two cortisol shots prior to this adverse event. The patient was recommended for physical therapy before a secondary surgery, and the outcome of this event is considered continuing. The clinical report indicates that this event is unlikely related to the device(s) and/or to the procedure.

Manufacturer narrative:
(D10) concomitant device(s): 300-01-15 - equinoxe, humeral stem primary, press fit 15mm, 320-42-00 - 145-deg pe 42mm hum liner +0, 320-10-00 - equinoxe reverse tray adapter plate tray +0, 320-06-42 - glenosphere 42mm, 320-15-01 - eq rev glenoid plate.

Manufacturer narrative:
D1: corrected. H6: corrected health effect and investigation clinical codes.